Manufacturer narrative:
(B)(4). This complaint was generated by teleflex to address an additional finding that was identified during our investigation of the returned device for (B)(4). MDR #1219856-2017-00030 was submitted for that complaint. Evaluation - for this complaint, upon visual inspection, the bladder was detached from the iab distal tip. A nonconformance has been initiated to further investigate the root cause. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint and there are no new or revised risks. We will continue to monitor for any developing trends.

Event description:
This complaint was opened as a result of an additional finding identified during the investigation of (B)(4). During the investigation of the initial complaint the bladder was noted detached from the iab distal tip.

Manufacturer narrative:
(B)(4). For the first report see MDR #: 1219856-2017-00030.

Event description:
This complaint was opened as a result of an additional finding identified during the investigation of complaint (B)(4). During the investigation of the initial complaint the bladder was noted detached from the iab distal tip.